Event description:
It was reported that a device had an inoperable keypad. There was no patient incident reported.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter is currently evaluating this device. A supplemental will be submitted when the device evaluation is completed.